Event description:
It was reported that the device was explanted per physician judgment several months ago. The device was given to a medtronic employee who attempted to interrogate the device and received a guided restore message. They were unable to interrogate the device even after a manual override attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.